Manufacturer narrative:
It was reported by the customer that primary IV tubing (pump infusion set) tubing broke. No product or photo of the actual failure was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. Due to no physical sample being received, a complete investigation could not be performed and a root cause could not be determined. Based on previously reported issues, and the similarity to the issues reported in this complaint, the issue has been investigated by the manufacturing team. After previous investigations regarding separation between tubing and lower fitment it was found that could be related to lack of solvent due to an incorrect insertion of tubing to solvent dispenser by the production personnel. An accessory was added to the solvent dispenser to help align the tubing into the solvent dispenser to assist the production personnel in guiding the tubing to the insertion point. The addition of the accessory to the solvent dispenser was completed on october 30th, 2024. The reported lot number of the product was produced prior to the updates to the assembly fixture. A device history record review for model 2420-0007 lot number 24085413 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by the customer that primary IV tubing (pump infusion set): tubing broke on 3 different tubing sets. 1st incident occurred on 11/21: unsure of circumstances. Tubing was not saved. 2nd incident on 11/22: rn was priming tubing when tubing snapped and broke. 3rd incident on 11/22: rn put tubing into the channel, closed the channel, saw IV tubing was leaking, opened channel, and tubing broke once it was taken out of the channel. See attached pictures. Both instances on 11/22, tubing broke right under the back check valve.